Event description:
It was reported that the insertable cardiac monitor (icm) was explanted approximately one-month post-implant due to an infection. No replacement device was implanted. There were no additional reported patient complications.

Manufacturer narrative:
This report is report is being submitted to correct the: evaluation conclusion codes (h6) in section h, device manufacturers only.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted approximately one-month post-implant due to an infection. No replacement device was implanted. There were no additional reported patient complications. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.